Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a damaged front case at the bottom, was double beeping, and had a dirty battery door. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Functional and visual testing was performed. Front case is chipped in front right corner, battery door is discolored, and downstream occlusion (dso) is worn. No alarms in history pertaining to customers reported problem. The primary reported problem was duplicated. The cause worn dso nub. Replaced the dso due to worn nub to correct the issue. The device passed all functional tests after the repair.